Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal damage. Strut 1 from the distal end of the stent was damaged and lifted slightly. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery (lad). After predilation with a 2.5x15mm balloon catheter, a 2.50 x 16 synergy¿ stent was advanced but failed to cross the lesion. Multiple attempts were performed however the device still failed to cross the lesion. The device was removed and the procedure was completed with a 2.25mm x 22mm non bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery and not in the mid to distal left anterior descending artery as what was previously reported.